Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: analysis of intraocular lens decentration and tilt after femtosecond laser-assisted cataract surgery using swept-source anterior optical coherence tomography a retrospective observational study was done to evaluate and compare the magnitude of intraocular lens (iol) decentration and tilt following conventional and femtosecond laser-assisted cataract surgery (flacs) using sweptsource anterior optical coherence tomography (ss-oct). A total of 100 eyes of 100 patients underwent either conventional cataract surgery (n=50 eyes) or flacs (n=50 eyes) using the catalys precision laser system (johnson & johnson) and all eyes were implanted with the hydrophobic 1-piece monofocal eyhance non-toric iol (johnson & johnson). At one-month post-op in the flacs group, decentration and decentration axis were reported with a mean ± standard deviation of 0.21 ± 0.13mm and 85.40 ± 105.52 degrees respectively while tilt and tilt axis were reported with a mean ± standard deviation of 4.64 ± 1.48 degrees and 303.24 ± 96.90 degrees respectively. At one-month post-op in the conventional group, decentration and decentration axis were reported with a mean ± standard deviation of 0.30 ± 0.12mm and 275.00 ± 114.86 degrees respectively while tilt and tilt axis were reported with a mean ± standard deviation of 5.03 ± 1.35 degrees and 273.54 ± 118.77 degrees respectively. In the flacs group, glare and halo were reported with a mean ± standard deviation of 1.26 ± 0.66 and 1.15 ± 0.36 respectively while in the conventionalgroup, glare and halo were reported with a mean ± standard deviation of 1.84 ± 1.16 and 1.93 ± 1.03 respectively. This report belongs to femtosecond laser-assisted cataract surgery (flacs). Conventional group was submitted in the other MDR report (B)(4).